Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving infumorph (morphine), concentration 10 mg/ml at dose 1.1 mg/day plus pa (physician activated) via intrathecal drug delivery pump for non-malignant pain. It was reported that a motor stall was seen at initial interrogation and the patient recently had an MRI (magnetic resonance imaging). The MRI occurred at 8:30 and the pump was stilled stalled at 10:44 (stalled pump greater than 2 hours via event logs). The pump was read and there were no audible pump alarms heard. The hcp would re-interrogate the pump for the logs in another 15 minutes after this report to confirm the motor stall recovery. There were no reported symptoms. No further complications were reported.